Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 33mg/dl; cause was not known. Customer was treated with intravenous fluids and dextrose, as well as, a soda. Treatment resolved the issue and there was no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.